Event description:
The facility reported a pump with a reported condition of "channel a failure." During service at baxter it was discovered that the channel a pumphead module keypad is intermittent. The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The software version for this device is (B) (4), categorized as unremediated. There is no further complaint information available.

Manufacturer narrative:
(B) (4). The pump was received and evaluated by baxter. During the product evaluation at baxter, service discovered that the channel a pumphead module keypad was intermittent. The channel a pumphead keypad was replaced.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.8 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
(B) (4)there is a CAPA (corrective action preventative action) investigation associated with this report. (B) (4).